Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. It was also reported that the patient was hospitalized then transferred to another hospital for an unrelated condition. On the same day as the transfer, the patient died. The cause of death was unknown. It was reported therapy remained ongoing until the date the patient died; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.